Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the ventralex hernia patch "failed and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number (B)(4) and lot number huug0509 was implanted to repair the hernia defect. On (B)(6) 2012: the patient "underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number 0010303 and lot number huug0509 was implanted to repair the hernia defect. On (B)(6) 2012: the patient "underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿there was a large hernia that was multilobulated and was dissected out. There was a small bridge between two hernia defects, all filled with omentum which was reduced. There was a large amount of sac that was trimmed and a ventralex mesh (device #1) was placed in the subfascial space and overlapped the umbilical area. The fascia was then closed with sutures, taking the fascial edges, the base of the marlex mesh was cut and sutured.¿ on (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia and pain thereby underwent open repair with partial explant of ventralex mesh (device #1) and panniculectomy conjunction. Per operative notes, ¿the sac was all separated from the umbilical skin, was opened at the distal aspect and omentum was reduced. The mesh was palpable above the defect. One-fold of the mesh was excised, the defect was closed vertically with suture by leaving a small piece of ventralex mesh (device #1) in place." On (B)(6) 2015 - patient was diagnosed with chronic incarcerated ventral hernia and left inguinal hernia thereby underwent open repair with implant of ventralex st (device #3), phasix mesh (device #4) and phasix plug and patch (device #5). Per operative notes, ¿the hernia was dissected and there was mesh (device #1) which was palpable and intact. An 8 cm ventralex st mesh (device #2) was attempted to be placed, but would not lie flat and therefore a 6 cm ventralex st mesh (device #3) was placed into the defect. A piece of phasix mesh (device #4) was cut and sewn over the whole areas of fascia with sutures. The left previous incision was opened and a small cut was made in the rectus fascia anteriorly. The medium phasix mesh (device #5) was placed into the defect and sutured including the phasix plug. A piece of phasix mesh was placed over the entire abdominal wall from the tubercle, was cut to shape and sutured near the inguinal ligament and over the rectus repair and lower left quadrant of the abdomen.¿ on (B)(6) 2019 - patient was diagnosed with left spigelian hernia thereby underwent open repair with implant of bard soft mesh (device #6). Per operative notes, ¿the hernia sac was well dissected and reduced. A piece of bard soft mesh (device #6) was placed in between the external and internal oblique over the repair and sutured. A second small piece was used to cover the previous mesh and sutured.¿ attorney alleges that the patient had pain and hernia recurrence.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the ventralex hernia patch "failed and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of ventralex mesh, patient was diagnosed with pain and hernia recurrence thereby underwent repair with partial mesh removal. The instructions-for-use supplied with the device list pain as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.